Manufacturer narrative:
This report is submitted on october 26, 2023.

Event description:
Per the clinic, the patient internal device was not able to be found by software on (B)(6) 2023. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted under general anaesthetic on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.